Manufacturer narrative:
Exact date unknown, event occurred last year.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg will not be returned. Additional information was received that the patient was also experiencing pain at the pocket site.